Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The cannula was returned for evaluation and it was confirmed to be broken and bent. A plant evaluation has been initiated.

Event description:
A user facility reported that a ventx cannula broke in two pieces during surgery and the procedure was prolonged by 20 minutes while the patient was under general anesthesia. A replacement cannula was used to complete surgery and there was no injury to the patient due to the broken cannula.

Manufacturer narrative:
The cannula was returned for evaluation and service confirmed the issue and found that cannula was broken as reported. The cannula was separated from the hub due to bonding issues between the cannula and hub. There were no obvious signs of bond degradation from a chemical solution that might have been used during cleaning process, but that possibility cannot be ruled out. The cannula is bent indicating excessive force applied by the user. The complaint type is identified within the risk analysis and is performing within the anticipated rate.

Manufacturer narrative:
Correction: h6: type of investigation 2 code "3331" was used in previous submission however no DHR can be performed as there are no lot/serial numbers for ventx cannulas. The cannula was returned for evaluation. Service confirmed the issue and found that cannula was separated from the hub and the cannula luman. There were no obvious signs of bond degradation from a chemical solution between the luman and hub that might have been used during the cleaning process. It was observed there was a bend in the cannula however, it is unknown what caused the bend. The cause of damage to the cannula is unknown. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is necessary at this time.